Event description:
It was reported that the patient's previous device was replaced because the stimulator was not working. Problems with the device started at implant on (B)(6) 2013. The patient had issues with it the entire time it was implanted. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).